Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim that on (B)(6) 2014 patient experienced possible broken sensor wire. Patient claimed he had some itching at insertion site but no discomfort. Dexcom quality assurance called patient in an attempt to verify wether sensor wire was broken or not and left a voicemail. Dexcom quality assurance sent patient a courtesy email.